Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported by the patient's husband that they noticed a wet spot on the couch. Upon inspection, the leakage had appeared to originate from above the first connector closest to the pump. The patient had been unable to determine whether the connector was securely fastened, as it had been taped and he had not felt comfortable removing the tape. The pump had already been turned off, so the settings had not been obtained. Chemotherapy spill instructions had been reviewed. The patient did not have a chemo spill kit. He had been advised to double-bag the pump to contain any further leakage. He had also been instructed to contact the on-call service. The event occurred at the patient's home and the operator of the device was a health professional. Associated cassette complaint documented on (B)(4). There was no patient involvement.